Event description:
Patient presented to the physician with redness and tenderness at the neck incision site. An allergy test was performed, showing positive for dermatitis and inflammatory skin conditions. Physician brought the patient into the operating room and removed the entire inspire system. Physician prescribed a 10-day course of antibiotics postoperatively.